Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently did not consume enough food for the intended amount of bolus delivered. The customer's blood glucose (bg) level subsequently decreased to be in the 40's mg/dl. The customer's fiancée provided assistance and the customer consumed glucose gels and juice to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.